Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia with blood glucose measuring over 1200 mg/dl. The reporter stated the patient was hospitalized in the intensive care unit for three days and transferred out of intensive care for the remaining three days of hospitalization; the patient was discharged home on (B)(6) 2017. The reporter stated the duration of the hospitalization was six days. The reporter further stated that the patient had not used the insulin pump since ¿two weeks ago.¿ it is unclear why the patient was not on insulin pump therapy at the time of the adverse event and hospitalization. Therefore, the pump cannot be ruled out a contributor to the patient's adverse event. The reporter was not able to perform troubleshooting of the pump at the time of call to animas. The reporter stated they would phone animas customer support as soon as possible to discuss this event. Animas attempted to contact the reporter for further information; however, the reporter did not respond. This complaint is being reported because the patient experienced serious injury and hospitalization while off of insulin pump therapy for an unknown reason; the pump could not be ruled out as contributor to this event.